Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump keypad buttons were not sensitive. The patient's blood glucose was normal and did not require medical treatment. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The act, esc and b buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. We were unable to perform run current test, self -test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No blank display, frozen screen or constant tone alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.